Event description:
It was reported that during a low anterior resection procedure, the surgeon did not see the orange sticker/marking on the device when he pushed the spike through the tissue. When the device was fired, no crunch was heard and the anterior portion of the tissue was not stapled. It was reported that this portion of the tissue was over-sewn. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Missing anvil. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was present, cut and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.